Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead had high impedance. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.